Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt) via a pt letter. When prompted on circumstances that led to the stimulation base/prime settings being off the pt writes "change in activity". When prompted on if the cause of the issue was determined during troubleshooting with patient services and if their stimulation/therapy was actually on/active despite the settings appearing as off, the pt writes "yes learning to use properly which was helpful".

Event description:
Information was received from a patient's (pt) representative regarding an implantable neurostimulator (ins). The reason for call was caller reported that they've been having a hard time getting to the therapy screen and they had this issue pretty much since the pt got implanted. Caller successfully connected by themselves before any troubleshooting began. They confirmed that the therapy was on but questioned why the base and prime were off. The caller seemed to be confused about how to use the device. Agent attempted to verify that the therapy was on, but the caller lost connection with the ins. Agent had caller tried to connect again; caller confirmed that a not found communicator message displayed. Agent had caller close all the app and retry connection; caller confirmed that the same message displayed. Agent had caller reset the communicator and handset; caller was able to successfully connect. Agent had caller turn the therapy on and reviewed information about how to determine if the therapy was on. The troubleshooting steps that were taken on the call resolved the issue. Caller inquired about the use of the belt; agent reviewed information. Caller also wanted to remove the voice command from the handset; agent transferred to hcit.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.